Event description:
It was reported that a patient had an initial right total hip performed with unknown product. Subsequently, the patient was revised approximately 11 months post implantation due to aseptic loosening of the femoral stem. Only partial op notes are provided; however, the head and stem were revised with no apparent intraop complications. Approximately 12 years later, the patient was getting out of her car and felt a shooting pain in her groin. X-rays showed fracture at the cone of the shaft. The patient was revised with placement of a cement spacer. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b5, b7, d6a, d10, g3, g6, h2, h6, h11. D10: item # 0100402075, revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14, lot # 2619761. Item # unknown, unknown ceramic head, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item # 0100402075, revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14, lot # 2619761. G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision post implantation due to a revitan stem fracture at the cone. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, e1, g3, g6, h2, h3, h6, h11. The revitan stem was returned for investigation, together with the head still mounted on the taper of the proximal part. The revitan stem was received disconnected at the connection between the pin and the distal stem body; the proximal stem and the pin are still assembled. On all surfaces of the proximal and distal part, some scratches and nick can be seen, most likely coming from revision surgery. No bone ongrowth can be seen on the anchoring surface of the proximal part; a finely polished area can be seen on the medial side including fine horizontal polished lines, this could point to loosening. The visible part of the connection pin is not anymore in its original condition and shows a mixture of polishing, smearing, and wear; additionally, a newly formed groove can be observed at the transition of the press-fit and chamfering region. An area of the face surfaces of the proximal part are worn. Bone attachments can be seen all around the anchoring surfaces of the distal part. Further revision damage in the form of a drill hole can be seen on the lateral side, which was most likely used to remove the stem from the bone. The borehole of the distal part is worn in such a way that it is visible that wall thickness diminished on the medial side. Additionally, a newly formed ledge can be found on the lateral wall. The face surface of the distal part is also worn. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Medical records were provided and reviewed by a health care professional. The patient is a female born in 1954, is 168cm and 77kg (bmi 27.5). Due to primary coxarthrosis, the patient underwent an initial right tha, and an unknown hip system was implanted. After approximately 11 months, the patient underwent a first revision surgery due to aseptic loosening of the femoral stem. During this surgery, the unknown stem and head were replaced by zimmer biomet products, while the unknown liner and shell were left in place. According to correspondence with the sales representative, after her initial revision surgery, the patient experienced a fall, landing on her left lower leg, followed by her right knee, and eventually her right side, resulting in a spectacle hematoma. She reported no direct trauma to the hip at that time. Later, while stepping out of her vehicle, she felt a sudden sharp pain in her groin. Assuming it was a simple strain, she initially tried self-care; however, as the pain intensified, she decided to consult her orthopedist. X-rays revealed a fracture at the revitan stem. Therefore, after approximately 12 years, the patient underwent a second revision surgery. Two radiographs were provided and reviewed by a radiologist (x-ray 1 and x-ray 2). Two views of the right hip show a right total hip arthroplasty with a fracture at the junction of the femoral neck and femoral stem. There is also an age-indeterminate greater trochanter fracture. The implant sizing appears appropriate, and osteopenia is present. No signs of loosening, radiolucency, or malalignment are noted. Osteopenia could have contributed to the fracture, and the greater trochanter fracture may have either contributed to or resulted from the hardware fracture. Based on the observation on the retrievals at hand it can be assumed that the connection pin and the distal stem body became disconnected at some point during time in vivo. This allowed movement between the pin and the distal stem body, leading to the wear and changes found on the connection pin, on the face surfaces and in and around the borehole of the distal stem body. Finally, the wear on the distal stem body allowed the proximal part to tip medially which was then observed as a fracture on the x-rays. While signs of loosening were also noted on the proximal part, it remains unclear whether this loosening preceded or followed the disconnection of the pin. If the proximal part was loose before the disconnection, it might have caused or contributed to the separation. However, the reason for the initial disconnection of the pin cannot be determined. As the liner and the shell remain unknown, it is not possible to determine if zimmer biomet products were used together with products from another manufacturer. If such off-label use occurred, it is possible to assume that it may have contributed to or caused the reported event. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.